Event description:
It was reported that the pump touchscreen was cracked, unresponsive, and illegible. There was no adverse impact to the customer¿s blood glucose level. Customer opted to use multiple daily injections (mdi) as a backup therapy.